Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the temporary complete heart block resolved the following day without treatment. There was no previous coronary artery occlusion. The occlusion was due to calcification of the native annulus leaflets.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had an annulus perimeter of 68.4mm, a right coronary artery (rca) height of 13mm and sinotubular junction (stj) was about 25mm. The right coronary cusp (rcc) sinus of valsalva (sov) was 26mm, which was slightly below the recommended value. The non-coronary cusp (ncc) was in the lower part of the annulus, and the valve leaflet had bulky calcification so there was concern about occlusion of the rca. ¿corona protection" was scheduled to be decided at contrast imaging during the point of no recapture. At the point of no recapture, contrast imaging showed blood flow in the coronary artery, so the valve was fully deployed. Blood pressure did not rise after full deployment, and after checking echocardiogram for abnormalities in opening and closing of the valve, the patient had a temporary complete heart block. Pacing was applied to stabilize the hemodynamics, but blood pressure still did not rise. The sov of the rcc was slightly narrow, so aortography (aog) was performed, showing complete occlusion of the rca. An attempt was made to perform coronary artery angiography (cag), however the rca did not appear at all. When intra-aortic balloon pump (iabp) was inserted, the patient developed ventricular tachycardia (vt) and direct current (dc) cardioversion was applied. Dc was applied several times but vt did not resolve, and cardiac massage cardiopulmonary resuscitation (CPR) was performed. Percutaneous cardiopulmonary support (pcps) was inserted. It was determined that percutaneous coronary intervention (pci) would be difficult, so an on-pump beating coronary artery bypass graft (CABG) was performed via thoracotomy, by connecting the third coronary artery at the saphena. The patient was successfully weaned off the heart-lung, however during closing of the chest, blood pressure was unstable so the patient left for the intensive care unit (ICU) with pcps and iabp inserted as a backup. The pcps was planned to be removed the next day, once blood pressure stabilized. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product. Product type: compression loading system (cls) product ID d-evolutfx-2329; product product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information. ¿corona protection¿ means coronary protection. No additional adverse patient effects were reported.